Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for hysterectomy surgery. Customer stated they were released from the hospital without being connected to the insulin pump. It was found the customer began to experience pain and violently vomit after being released. The customer's blood glucose was 1000 mg/dl during this incident, prompting them to be hospitalized on (B)(6) 2015. The customer reported their blood glucose was 750 mg/dl at the time of admission. Customer stated they were hospitalized with diabetic ketoacidosis and was in a coma for three days. The customer's current blood glucose was 459 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.